Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy, biphasic and system/memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and observed them to be functioning normally. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had its svc indicator illuminated and had logged a fault code. Upon initial evaluation, during troubleshooting, it was determined that the device would not deliver defibrillation therapy correctly. There was no pt use associated with the reported failure.